Manufacturer narrative:
H.6. Investigation summary one video was received by our quality team for evaluation. Upon visual inspection, it was observed that fluid was leaking out of the injection port. It can be observed that the valve in he cannula hib has moved and is not covering the injection port; therefore, the incident could be verified. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. CAPA 1379444 has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. Customer complaint trends will also continue to be evaluated on a monthly basis.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: liquid leakage via injection port, see video in the attachment.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: liquid leakage via injection port.